Manufacturer narrative:
Device evaluated by manufacturer: the device has not been returned to richard wolf medical instruments as of this date. We do expect the device to be returned and will follow-up to FDA with an evaluation. Device available for evaluation: device is available but has not been received for evaluation as of this date.

Event description:
It was reported that during a turb cystoscopy procedure, right retrograde ureteral pyelogram, for transuretheral section of bladder tumor, the loop broke. The physician flushed the bladder (irrigation) and retrieved the metal loop. The procedure was completed. There was no patient injury.